Manufacturer narrative:
A (B)(6) healthcare service representative performed a checkout of the system and confirmed the reported issue. The front panel was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported the front panel broke and detached from the unit. There was no patient involvement.